Event description:
The account reported the brakes are not locking. The bed is located in (B)(6) at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brakes were not fully engaged, user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician set the brakes correctly to resolve the issue. Based on this info, no further action is required.